Event description:
Reported undisclosed number of false positive for sars results for asymptomatic patients, off-label use at the time. The customer communicated the results were confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with returns. Source: phone.